Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 / damaged receptacle) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging the j1001 jumper. The cause of the code 204 is the damaged receptacle and jumper. The root cause of the damaged receptacle and jumper is excessive force placed at the receptacle. No adverse event resulted from the defective battery monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and had a damaged belt receptacle.